Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that two days ago, he received a low battery alert on the insulin pump; he changed the battery and received a failed battery alarm. Customer states the insulin pump alarmed battery out limit after the battery change; battery was not out of the insulin pump for greater than 10 minutes. Customer stated that the morning of the call, the display on the insulin pump was blank. Customer received has received two off no power alarms with no low battery alerts. Customer stated that the insulin pump has been bumped or dropped but the battery cap is not loose, cracked or damaged. The customer inserted a new battery and stated that the device has been working since then. Customer was advised it will need to be monitored. A no delivery alarm was found in the alarm history on (B)(6). Customer stated that it was due to running out of insulin and he was about to change the set. Last blood glucose was 79 mg/dl.